Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was deployed successfully, a decrease in blood pressure was observed and cardiac arrest was reported. The coronary arteries were examined and proper perfusion was detected. An echocardiogram showed no tamponade and no annular rupture. Resuscitation was performed with no success and the patient died in the catheterization laboratory. The cause of death was unknown. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that the documented cause of death was cardiac arrest of unknown cause. The physician stated that the valve did not cause or contribute to the patient death. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.